Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm. Customer¿s blood glucose level was unknown. Customer reported that they he woke up to the alarm on the insulin pump, customer took the battery out and the insulin pump continues to go through reset and the act and escape buttons was not working. Customer reported that they was unable to clear the alarm. Customer was trying to give the insulin pump a command and the buttons would not respond. Customer was observe time clock for one minute and time was advances. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a21 and button keypad alarm due to blank display.